Manufacturer narrative:
Based on information gathered from carelink uploader application logs, the issue could not be identified as available logs only showed successful uploads and no failures. After conducting a thorough investigation, we have found that there were no obvious signs of uploader malfunction. Users reported issues in line with interferences with security software. We supplied the helpline and customer with the following troubleshooting steps: do we know what version of carelink uploader the hcp is using? Are they using any anti-virus or security software? Did they recently do any windows updates, or update carelink uploader? Inquired about downgrading carelink uploader. The software successfully adhered to the specified requirements and performed in accordance with the expectations specified in the 10542712doc_x, version (B)(4). Despite making multiple attempts to contact the rep/customer to address the issue, they have been unable to obtain a response. (Most likely) root cause: based on helpline description of issue, most likely cause is uploader 3.9.0 ble detection bug. Analysis summary: based on helpline description of issue, most likely cause is uploader 3.9.0 ble detection bug. However issue could not be confirmed as troubleshooting was not possible due to us being unable to get a response. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that customer reported that it keeps on loading while reading the blue adapter and unable to upload reports to carelink. Troubleshooting was not done but, the issue had been escalated. No harm requiring medical intervention was reported. It was unknown whether the customer will continue the use of insulin pump and it will not be returned for analysis.